Event description:
It was reported during remote follow up that the right ventricular lead exhibited unspecified oversensing, high pacing impedance and loss of capture. Programming changes were made. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: event date and aware date previously given as (B)(6) 2023. Now updated to (B)(6), 2023.

Event description:
New information received notes that the patient reported dizziness. Imaging did not reveal any physical anomalies.

Event description:
Additional information received notes that high pacing impedance and high capture persisted in spite of previous reprogramming. The lead was explanted on (B)(6) 2024 and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were confirmed while the reported event of unspecified over sensing was not confirmed. As received, a complete lead was returned in three pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and loss of capture as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.